Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the pump was returned with the keypad taped in place; the tape was removed and the keypad was observed to be peeling up from the ok and contrast buttons. During testing, all of the keypad buttons responded intermittently. The keypad was removed and evidence of contamination was observed on the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.